Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a medical equipment company representative was confirming the status of the device, device battery longevity status bar was gray. It was noted that the device had not been interrogated prior to this attempt. The device was not used and there was no patient involvement.